Event description:
Nurse spiked blood with tubing. Tubing would not prime past filter. Upon inspection, malfunction in tubing joint found. Tubing sequestered and new tubing used. Product is baxter interlink system-y-type blood/solution set with standard blood filter.